Event description:
I received breast implants silicone in (B)(6) 2017. After that in (B)(6) 2017 I was in the chiropractor three times per week. I developed many food intolerances, I developed vertigo, depression and anxiety, hormone disruption, connective tissue disease symptoms, neck and back pain, chest pain, etc.